Event description:
It was reported that the bd nano¿ 2nd gen pen needle was broken. The following was translated from japanese to english: this is a complaint about chemical solution wouldn't come out. A patient brought this to the hospital and said that when he tried to use it, no fluid came out. The facility also tried, but no liquid came out. 3 times, but only 1 was recovered. 12/18/2023. 1 defect sample was returned. Bdj found that the np needle was broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 was added for "np needle broken" after the actual sample was returned.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication 3 times. The following was translated from japanese to english: this is a complaint about chemical solution wouldn't come out. A patient brought this to the hospital and said that when he tried to use it, no fluid came out. The facility also tried, but no liquid came out. 3 times, but only 1 was recovered. 12/18/2023 1 defect sample was returned. Bdj found that the np needle was broken. Pictures for the returned sample are attached. Sample will be sent. Row #2 was added for "np needle broken" after the actual sample was returned.